Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during arthroscopy procedure, inside the patient, the werewolf flow 90 coblation wand had a short circuit warning in red was on the screen and made a strange noise and it was overheating. The procedure was finished with a smith and nephew backup device. Surgical delay less than or equal to 30 minutes. Patient injuries were not reported.